Manufacturer narrative:
A ge representative evaluated the system and found fluid leaking from the tube, and reseated the camera connections. No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported the system had very poor image quality. No patient injury was reported.